Event description:
A customer contacted baxter (B)(4) stating a home patient (hp) returned a bag because they were unable to spike the bag with the y-set connector. There was patient involvement, but no patient injury or medical intervention indicated at the time of this report.

Manufacturer narrative:
(B)(4) and a 510(k) number will not be provided in the emdr, because the product is unknown at this time.the sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed and no root cause could be determined.